Manufacturer narrative:
Distributor report included in this report. Evaluation of lift done at facility and notes attached with findings at that time. Vanderlift did not have a mechanical malfunction. Facility refused to let distributor take pictures of said lift in question and sling.

Event description:
Cna attached invacare sling to vanderlift and resident fell out the front of invacare sling and fell and landed on head. Administrator stated, it was not a mechanical malfunction, and not a sling malfunction. Two cna's did the transfer of this resident. As stated in the vancare manual, you are to use only vancare slings on vanderlifts.